Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The loose tip was not confirmed; however, damage to the inner member was observed. The investigation was unable to determine a cause for the inner member damage. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use, the supera 4.5 x 120 peripheral stent system was removed from the plastic hoop and the nose tip was noted to be loose but not detached. The device was not used and there was no patient involvement. Another device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.